Manufacturer narrative:
The instrument was not return for evaluation, therefore, the root cause of the customer reported complaint cannot be determined.

Event description:
It was reported that during a surgical procedure when the instrument was moved "backward, the wrist broke off and fell inside of the pt." All pieces were retrieved and removed from the pt. The planned surgical procedure was completed with a replacement instrument. No pt harm, adverse outcome or injury was reported.